Event description:
The report received from the affiliate indicated that during a coil embolization, when the physician was advancing the first trufill orbit mini complex fill 3.5 x 7.5 coil (coil/complaint product #1) through the prowler 14 microcatheter, he encountered some resistance/friction. The physician then withdrew the coil and experienced some withdrawal difficulty. Inspection of the coil after removal indicated the coil was stretched. The physician then exchanged the microcatheter and the coil. He attempted to implant another trufill orbit mini complex fill 3.5 x 7.5 coil (coil/complaint product #2), and a part of the coil filled into the aneurysm but the aneurysm could not be filled any more. The physician then removed this coil and found it to be stretched upon inspection after removal. The physician then used an enterprise vrd stent to re-model the neck of the aneurysm and implanted two additional coils to complete the procedure successfully. There was no reported patient injury. Additional information has been requested.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt. This is one of three products used during the same procedure. Please reference MFR reports # 1058196-2011-00013; # 1058196-2011-00014; and # 1058196-2011-00015.

Manufacturer narrative:
It was reported that there was difficulty advancing the 3.5x7.5 trufill dcs orbit mini complex fill ((B)(4)) through the prowler 14 ((B)(4)) microcatheter due to resistance/friction. With withdrawal of the coil some difficulty was experienced and after removal from the patient the coil was noted to be stretched with inspection. The microcatheter and coil were exchanged for new devices. Then when attempting implant another trufill orbit mini complex fill 3.5 x 7.5 coil ((B)(4)) part of the coil filled into the aneurysm but the aneurysm could not be filled any more. The physician then removed this coil and found it to be stretched upon inspection after removal. The physician then used an enterprise vrd stent to re-model the neck of the aneurysm and implanted two additional coils to complete the procedure successfully. No further information has been obtained in response to investigative efforts. (B)(4): the product was returned for inspection. A non-sterile trufill dcs orbit was received coiled inside a plastic bag. The hypotube was inspected and several kinks were found on it. The introducer was received unzipped residues of dry blood could be observed on it. Part of the embolic coil was found inside of the introducer it was still attached to the gripper and it was found stretched. The support coil and gripper were inspected and no damages were found on them. The od from the delivery tube was measured and was found within specification according to specification. With microscopic examination the gripper was found without damage and the embolic coil was found stretched. Functional test could not be performed due to the conditions of the received product. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported resistance friction of the orbit coil could not be evaluated due the returned condition. The reported stretched coil was confirmed with analysis. The cause of the kinks on hypotube and also the stretched embolic coil could not be conclusively determined but do not appear to be related to the manufacturing process. Additionally inspections are in place to prevent damages of this type from leaving the facility. The finding of kinked/twisted conditions on the returned concomitant microcatheter, which are possibly related to procedural condition, appear to have contributed to the reported resistance and subsequent stretching of the coil. There is no indication of any device manufacturing issues related to the events. The records indicated that the product meets specification prior to shipment. Procedural factors may have impacted the event; therefore, no corrective or preventive actions will be taken at this time. This is one of three products used during the same procedure. Please reference MFR. Report # 1058196-2011-00013; # 1058196-2011-00014; and # 1058196-2011-00015.